Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c2000052 investigation did not show issues related to the complaint.

Event description:
On (B)(6) 2022, the patient underwent laparoscopic cholecystectomy laparoscopic combined bile duct exploration and common bile duct exploration and t-tube drainage on (B)(6) 2022. Laparoscopic exploration was performed on the second day after the operation, and it was found that the ligation clamp clips the cystic artery with incomplete closure and active bleeding.